Manufacturer narrative:
Updated sections: g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) has received the 30 degree endoscope camera to perform failure analysis. The endoscope's shaft circularity was tested using a go-no-go gauge and failed. The gauge failed to slide smoothly down scope's shaft due to damage found at tip or shaft.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to use the endoscope camera but was unable to reproduce the problem. Upon review of the system logs, a possible error was identified. All relevant testing was performed and all 4 universal surgical manipulators (usm) passed. The fse inspected the base of the endoscope camera and found that there was significant resistance and a slight friction noise during rotation. Based on review of the relevant information and the on-site evaluation, the fse determined that the endoscope camera had malfunctioned. The system was tested and verified as ready for use. Isi has received the 30 degree endoscope camera to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted procedure, an error occurred, resulting in the reversal of the endoscope camera image. This incident led to a laceration of an unspecified blood vessel. The issue was resolved, though specific details of the resolution were not provided, and the endoscope camera was replaced with a backup. The procedure was completed robotically without further complications. Additional information has been requested; however, no response has been received.